Event description:
There was no problem when pre-electrical check was conducted. When the coil was deployed in the aneurysm and connected to the cable; the system ready lamp did not illuminated. The light was on when the coil was pulled back a little. However; the lamp went off again as the coil was pushed back into the aneurysm. The cable was replaced; but the same phenomenon happened. So finally the coil was removed. After the coil was deployed in the aneurysm; detachment was attempted. After five or six times of attempts; the coil finally detached. The doctor became irate after the repeated defectiveness.

Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received states that during use the deltapaq cerecyte microcoil 4 mm x 10 cm (cdf10041030 / g12845) failed to detach. There was no problem when pre-electrical check was conducted. When the coil was deployed in the aneurysm and connected to the cable; the system ready lamp did not illuminated. The light was on when the coil was pulled back a little. However; the lamp went off again as the coil was pushed back into the aneurysm. The cable was replaced; but the same phenomenon happened. So finally the coil was removed. After the coil was deployed in the aneurysm; detachment was attempted. After five or six times of attempts; the coil finally detached. The doctor became irate after the repeated defectiveness. There is no report of injury for the patient. The most likely cause of the enpower¿s system go light first illuminating and then intermittently turning off and on was due to a solder joint fracture in the resistive heating coil section of the device positioning unit (dpu). The circumstances of how and where this damage occurred cannot be determined. The most likely root cause of the coil requiring multiple detachment attempts was due to the melting detachment fiber extending above the resistive heating coil¿s socket ring. In this condition the melting fiber may have temporarily captured the coil¿s socket ring before releasing it. In addition; without the return of the complete detachment system used in the procedure; it cannot be determined if these components contributed to the complaint event. The complaint was confirmed on analysis. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time.